Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous defibrillation lead exhibited an appropriate latitude red alert for one ow shock impedance value of < 20 ohms. All previous shock lead impedances had been stable and within normal limits. It was not determined at the time of this report, whether there was a lead issue or electromagnetic interference (emi) while the daily measurement was run. A synchronized maximum energy shock had not yet been done to determine wether there were a short in the system. Troubleshooting was recommended. There were no reports of adverse patient symptom associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.